Event description:
It was reported that while using dignishield for a burned ICU patient, the device caused injury in the lower perianal area. The probe leaves the body with the cuff inflated, inflated it up to 60 cc. The probe leaked. Since it has no air escape, the bag inflates. The finger hook system was missing to install (flexiseal type). The material was rigid, and the probe was constantly clogged, which made it necessary to remove, wash and reposition continuously. It was unknown what medical intervention was provided for the injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿materials of construction are not biocompatible". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "it states that, do not use on patients with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any patient if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. Single use only. Do not reuse. Reuse and/or packaging may create a risk possibly resulting in patient or user infection. Structural integrity and/or essential material and design characteristics of the device, may be compromised, which may lead to device failure and/or lead to injury, illness or death of the patient. To avoid injury to the patient, do not insert anything into the anal canal while this device is in place (e.g. Thermometer, suppositories, etc.). Remove the device prior to insertion of anything into the anal canal." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using dignishield for a burned ICU patient, the device caused injury in the lower perianal area. The probe leaves the body with the cuff inflated, inflated it up to 60 cc. The probe leaked. Since it has no air escape, the bag inflates. The finger hook system was missing to install (flexiseal type). The material was rigid, and the probe was constantly clogged, which made it necessary to remove, wash and reposition continuously. It was unknown what medical intervention was provided for the injury.